Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection and flow testing confirmed that the there was no flow. A microscopic inspection of the flow restrictor revealed the problem was caused by drug residue blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. The no flow problem was caused by drug precipitation blocking the flow path.

Event description:
It was reported that flow stopped after a period of time of patient use in a low volume infusor. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.